Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during technician's inspection. According to provided service report, replacement of the monitoring printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Monitoring printed circuit board (pcb) supervises the following voltages: +24 v, +12v, -12v, +5v and +3.3v. The buzzer on monitoring pcb generates the alarm signal in case of +5 v or +3.3 v power failure. Monitoring pcb is for monitoring purposes and will not affect ventilation. The root cause to the reported issue has not been determined. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199. Corrected health effect ¿ impact code: no patient involvement///2645.

Event description:
It was reported that the ventilator would not turn on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model #, # h4 manufacture date. D1: brand name previous brand name: servo-I, corrected brand name: servo-I base unit d4: version or model # previous version or model #: servo-I, corrected version or model #: 6487800. H4: manufacture date previous manufacture date: 09/22/2015. Corrected manufacture date: 09/18/2015.

Event description:
Manufacturer's ref.#: (B)(4).